Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing pacing impedance and reached a high out of range value. Technical services (ts) reviewed the reports and noted that the impedance has been gradually increasing for several years. Ts provided potential following actions and troubleshooting. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing pacing impedance and reached a high out of range value. Technical services (ts) reviewed the reports and noted that the impedance has been gradually increasing for several years. Ts provided potential following actions and troubleshooting. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.